Event description:
There was a spontaneous error on alaris pump channel b while attempting to set up IV for patient. A system error also showed while using three other brains. Biomed only received the module and could not pull event log for pharmacy investigation. Biomed replaced the membrane, performed pm and all test passed with no errors. The pump was returned to service.